Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. (B)(4).

Event description:
It was reported that the device was unable to be interrogated during follow up and the device simulated nominal settings vvi 65 bpm. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).